Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09166. It was reported that the patient's right ventricular (rv) lead pacing impedance and capture thresholds were both elevated. The patient was asymptomatic. During the explant procedure, the physician noted the right atrial (ra) lead had insulation damage. The physician explanted and replaced both the ra and rv leads. The patient was stable throughout.